Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto 3 system and a map shift occurred by about a centimeter when ablation was completed. The issue was discovered when the doctor moved ablator to where they ablated along the cti (cavotricuspid isthmus) and with high force. The medical team stated that no errors were displayed on the carto 3 system. There was no patient movement and no cardioversion. The procedure had already been completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the manufacturer investigated the issue. During the investigation, the data from the hospital was received and reviewed. It was confirmed that metal warnings on the catheter were present. On top of it there was a cardioversion (reflected by error 1201) about 5200 seconds from the study start. The cardioversion resulted in non-compensated and non-symmetric shift of the torso. According to carto 3 instructions for use, when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. Map shift was a result of working variating metal conditions and from cardioversion. The issue is related to user error. The system is ready for use. A manufacturing record evaluation was performed for the system #13427, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-jun-2024, bwi received additional information regarding the event. The manufacture date of 3-jan-2013 was updated. The d4 primary UDI number was updated to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).